Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to bacterial infection. No additional adverse patient effects were reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter country and g3: bsc aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to bacterial infection. No additional adverse patient effects were reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the ICD was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to bacterial infection. No additional adverse patient effects were reported. The ICD was explanted.